Event description:
Covidien received information stating that while in use on a patient an 840 ventilator stopped cycling and generated error codes indicating a loss of communication between the graphic user interface (gui) and the breath delivery unit (bdu). The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended to perform ground isolation test and/or replace the gui cable and gui central processing unit (cpu) printed circuit board (pcb). (B)(4).